Manufacturer narrative:
Additional information was received that the case was an off label, trauma emergency surgery for a patient with aortic insufficiency who had been involved in an automobile accident. The valve was implanted for approximately two minutes and then dislodged into the left ventricle. The patient was taken into the operating room and the valve was surgically removed. It was reported that there was no problem with the delivery catheter system (dcs) or valve, no unusual resistance noted during implant, and no misload. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, on the same day of implant, the valve was removed. Subsequently, a non-medtronic surgical valve was implanted. No additional adverse patient effects were reported.